Event description:
It was reported that the pt's mother asked for further info concerning the implant failure of her son during a phone call with service. Thereupon the clinician was contacted who reported that testing was carried out which showed 11 electrode channels with status 'hi'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.